Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical, circulatory support. During support, it was reported that controller error¿ warning presented on the, automated impella controller (aic). Screen recommendation was to switch to new aic, which staff was able to do. The patient was reported to have survived the procedure.